Manufacturer narrative:
Additional, corrected and/or changed data. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a rupture against an unknown side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
It has been identified that this record, mrn 9617229-2023-02338, is a duplicate of mrn 9617229-2022-18840. Please see mrn 9617229-2022-18840 for reportable events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported a rupture against an unknown side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Additional observations: crease fold and wear abrasion observed on the device.

Event description:
This relates to the right side device. Physician provided an ultrasound which diagnosed right rupture.

Event description:
Patient reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, a.4, b.5, b.6, d.6a, h.6.